Event description:
Additional information was received. It was reported, that the cause could not be determined and the oor persisted. There were very high parameters set for the patient and thought to be a true oor. They checked the system again and the error message remained constant, but the patient had no impairments or increase in seizures. The data reports were sent to the technical team to review.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that error code 1703 displayed on the patient handset when the patient checked their implantable neurostimulator (ins). No adjustment of therapy settings was performed. The ins is programmed in cc mode. The patient was not recently involved in a trauma or accident. The patient was in a pregnancy study using various parameter monitors, e.g. From ¿withings¿, a sleep analyzer (mat under the mattress that analyzes sleep) and bpm core (blood pressure monitor, ECG and ¿digital stethoscope¿). It was indicated that the technology probably communicates with the smartphone via bluetooth and that could possibly be a source of interference. The manufacturer representative (rep) believes a "false oor" is the case here caused by the telemetry signal. Therapy is running on contacts 1-3 / 9-13. Impedances of contact 13 are a bit high but not pathological high. Also, stimulation parameters are not extensively high. In the clinic, the impedances were measured by the hcp and some of them were low but still ok. There was no impact on therapy/no symptoms. It was reviewed that the session report did not show any irregularities from the impedances. However, program a uses relatively high stimulation settings, which may have triggered the oor. It was indicated to lower the amplitude, since the patient was doing well so far, they will leave it as is. The issue was not resolved. Additional information was received from a manufacturer representative (rep) reporting that the error code 1703 seems to pop up every time the ins is interrogated with a clinician tablet.